Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the procedure while suturing, the needle popped off. There were no adverse patient consequences reported. No additional information is available.